Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the reason for the call was to report that about 4 weeks ago the patient was involved in a car accident in which they were rear-ended and since then they had been experiencing pain in the tailbone and back. The caller said that the patient said that it felt like the device is twisted and there was more pressure in the area. When asked, the caller said that they did connect to the implant and turned the stimulation off. The agent reviewed therapy information and general programming guidance. The patient agreed to track symptoms, to determine if the pain subsides with stimulation turned off. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned that patient has an appointment with a physician's assistant on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-sep-29 additional information was received from a healthcare provider. They reported that both the car crash's effect on the implant and the cause of the ins feeling like it twisted was not determined. They didn't provide any steps/actions taken to resolve the issues, but they did state that the issue had been resolved.